Event description:
It was reported that during a total vaginal hysterectomy procedure, during transection of the right uterine pedicle, the device registered a "reposition jaws and reactivate device" error. Activation was attempted five more times and all resulted in the same error. No increased resistance or malfunctions occurred prior to the error and use of the device during the procedure was being performed exactly according to our instructions for use for the device. A second enseal was opened, the right uterine pedicle transection was completed and the left side done without incident. One device is being returned for analysis. There were no patient consequences.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, no yellow alert screens were displayed. The device was disassembled and the ptc was damaged on the proximal convex side. The ptc may have been damaged if the device was activated across a clip or staple, causing an electrical short and the "reposition jaws and reactivate" and "replace instrument" alert messages to display.